Event description:
As reported, sometimes the autopulse platform (sn (B)(4) doesn't power on. The customer stated that sometimes the autopulse platform did not power up with the autopulse li-ion batteries (sn (B)(4) and sn (B)(4) during routine shift checks. Before insertion into the platform, the batteries were successfully charged in an autopulse multi-chemistry battery charger (mcc). The charger displayed a green led, and the batteries' status leds were showing 4 solid green leds, indicating that they were fully charged. Per the reporter, the two batteries were tested in another autopulse platform, and they were able to power up the platform. No patient involvement. Please see the following related MFR reports: MFR # (B)(4) for autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that "sometimes the autopulse platform (sn (B)(6) doesn't power on" was not confirmed during functional testing. The customer returned the two batteries (sn (B)(6) and sn (B)(6) that were used during the reported event. During functional testing at zoll, the autopulse platform was able to power up normally using both the returned batteries and known-good test batteries. The most probable root cause of the customer's reported complaint is related to the li-ion batteries used at the time of the event. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive showed a fault code 16 (timeout moving to take-up position) on the customer's reported event date, unrelated to the reported complaint. The fault code 16 error was replicated during the functional testing at zoll. The autopulse platform powered on with no issues, and the reported complaint was not replicated. However, the autopulse platform failed initial functional testing due to fault code 16 error message displayed during take-up, unrelated to the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to failed component(s) on the drivetrain motor (slipped bushing). When the bushing slips, the drivetrain motor does not seize and will be either unable to rotate, or it will make a grinding noise during take-up. The drivetrain motor needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair.